Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was not flexible and rebounded slowly. The valve was explanted, and the patient's status was alive-no injury.

Manufacturer narrative:
The returned valve had catheter connected to the inlet and outlet connectors with sutures. The valve was not tested for valve flux, reflux, leak, pressure-flow, and preimplantation due to the unknown viscous fluid inside the valve. The instructions for use cautions, ¿underdrainage may occur due to obstruction or inadequate performance level setting. Shunt obstruction may occur in any of the components of the shunt system due to plugging by brain fragments, blood clots, bacterial colonization, tumor cell aggregates or other debris at some point along its course.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.